Event description:
Clinical adverse event received for infection of a suture point. Relatedness: is this event related to the study device?: definitely not is this event related to the study procedure?: definitely. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".